Event description:
It was reported that the 8mm monopolar curved scissors instrument had one-third of the orange tip missing. The customer reported that the event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have the broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed.